Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead had noise that was observed via remote transmission and in clinic. The lead was capped and replaced on (B)(6) 2020. Patient was stable post procedure.